Event description:
IT WAS REPORTED THAT THE VIDEO SYSTEM CENTER EXHIBIT NO SIGNAL DURING INSPECTION FOR USE. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation.Updated fields: D8, D9, H2, H3, H6, and H11. The device was returned to Olympus for inspection, and the reported failure was confirmed.The root cause could not be identified. However, the investigation suggests the malfunction was likely due to a printed circuit board failure, which prevented image display.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.